Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 252 mg/dl and it was addressed with a bolus. System check could not be performed with tandem technical support as the customer cleared the alarm and changed all the supplies.